Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation. Upon interrogation, it was noted that the right ventricular lead had dislodged. The dislodgement was confirmed by x-rays and the lead was programmed off. The patient presented for lead revision. The physician attempted to reposition the lead but would not get appropriate measurements. Lead sensing was poor and had high capture thresholds. On the last reposition attempt, the stylet went through the lead insulation and another stylet could not be used to retract the helix. The lead had to be twisted to unscrew from the tissue. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.